Event description:
On september 9, 1999 the complaints handling department at sims level 1 received a call from user facility regarding the level 1 l-70 disposable fluid warming set. Level 1 requested the set to be returned for investigation, but hospital "did not have anyone available to package and return the set". A level 1 sales representative went into the hospital to package up the set for return to level 1. The set arrived at level 1 on october 12, 1999. Upon visual investigation of the set, sims level 1 determined the need to file FDA form 3500a.